Event description:
The caller reported that their pump screen was dark and unresponsive, indicating a malfunction. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.